Manufacturer narrative:
D10: 02-010-03-0310 - logic cr femoral cem, right, sz 1: (B)(6), 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm: (B)(6), 204-70-00 - tibial stem ext. Screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a right tka, reported experiencing intermittent knee pain, and now is in constant pain. She was seen by her pcp. She noted that she believed it was a recalled poly implant. She was seen by a surgeon, and an x-ray was taken. Wear and loosening were seen. The patient indicated that there is pain, instability, and loss of mobility. The surgeon prescribed celecoxib, and she has been scheduled for a future surgery. She is currently at home waiting for the scheduled revision surgery and requires the use of a walker because she can barely walk. She stated the x-ray of her knee looks like it is leaning to the side. No further information. This is 1 of 2 reports for this event.